Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Insulin pump was not working during the night. Insulin pump had a blank display. Customer said that the battery cap was came off. Customer that was not using auto mode. The insulin pump will not be returned for analysis.